Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea, hiccups, palpitations and confusion. The right atrial (ra) lead exhibited high thresholds, high impedance and fracture. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.